Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a0402 captures the reportable event of a balloon burst. Block h10: investigation results the returned cre fixed wire dilatation balloon was analyzed, and a visual and microscopic examination found the balloon had a longitudinal tear from the tip of the balloon until the proximal section of it. Also, the catheter was found kinked. No other problems with the device were noted. With all the available information, boston scientific concludes the reported event of balloon burst was not confirmed. The longitudinal tear problem found could have been interpreted by the customer as the reported event of a balloon burst. The longitudinal tear found is likely to have occurred due to factors encountered during the procedure, it can be due to excess pressure, interaction with other devices, or anatomical factors. These factors and interactions could influence the damage found in the balloon. Also, it is possible that interaction with any kind of a sharp surface during or previous the procedure could create friction on the balloon, causing the problem of longitudinal tear during the procedure. Therefore, the most probable root cause is an adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used in the esophagus during a procedure performed on an unknown date. During the procedure, the balloon burst before it could be inflated to 18 mm. The customer stated that no pieces of the balloon detached inside the patient. The procedure was completed with another cre fixed wire dilatation balloon. There were no patient complications reported as a result of this event.